Manufacturer narrative:
Occupation is lay user/patient. This event occurred in (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the recombiplas laboratory method. The customer had been suffering from gastroenteritis and had experienced some bleeding from the bowels. He ran a test on his meter with a result of 4.2 inr. The customer went to the emergency room and was tested on an istat device within an hour and the result was 2.2 inr. Due to his symptoms, the customer was transferred to a bigger hospital where the result from the laboratory "later that day" was 2.2 inr. The customer's therapeutic range is 2.5 - 3.2 inr.